Event description:
The customer performed several comparison tests using his contour meter and another meter that he borrowed. The contour readings were 327, 275, and 330 mg/dl. The other meter read 150, 130, and 140 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips and meter are to be returned for eval. Replacement products were sent to the customer.